Event description:
As reported, the coil broke during introduction in the microcatheter. Another coil unsheathed before completing introduction in the micro catheter. Additional information received from the affiliate indicated that the coil broke inside the hub of the microcatheter during coil introduction. Resistance was encountered. The other coil got stuck in the microcatheter and herniated out of the sheath before it broke into two pieces. No other damage was observed with the echelon microcatheter prior to introduction. The entire coil was retrieved. The coil did not prematurely detach. An adequate continuous flush maintained through the microcatheter. There was no patient injury reported. As more information was received, the affiliate indicated that no information was provided as to what type of coil broke and which coil unsheathed before introduction was completed in the microcatheter. As more information was received, the affiliate confirmed that with the two reported devices, there was no way to identify which device broke or separated and which device got stuck and herniated out of the sheath.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: with the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.